Manufacturer narrative:
(B)(4). The homechoice device was not returned; therefore, the device could not be evaluated. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported issue of an unknown alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter and thus an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an unspecified alarm during dwell cycle one of peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy and advised restarting therapy with all new supplies. There was patient involvement but no injury or medical intervention was reported.